Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode after reaching a low of 47 mg/dl blood glucose. The user stated they announced a second dinner late and they were advised on best practices. The user was out of range for more than 90 minutes. He was able to correct the low with juice and there was no further intervention required.